Manufacturer narrative:
The device was received not deployed. The download data showed that the device completed 57 pulses, 47 of which were first prime pulses. Timeouts and a drive stall were observed towards the end of the run. The needle mechanism and the drive mechanism were investigated and no damages or deficiencies were observed that would have caused the device not to deploy. The device did not deploy due to the timeouts and the drive stall that occurred towards the end of the run, which caused the ratchet gear to stop moving which is why the device did not deploy. No other damages or deficiences were observed during the investigation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found needle had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure.